Manufacturer narrative:
The customer did not request service for the system. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is one of seven reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported an "outbreak" of tass at their facility. In a follow up with the customer, it was reported that there were four patients who presented with tass following ocular surgery. There were two surgeon's involved. All four patients associated with this report of tass had a history of glaucoma. The exact procedure performed on any one patient remains unconfirmed. This file represents two out of the four patients.